Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one clearvue slim implantable port kit was returned for evaluation. Visual, microscopic, tactile evaluations were performed on the returned device. The j-tip of the guidewire was noted to be uncoiled. Therefore, the investigation is confirmed for the identified stretched issue. However, the investigation is unconfirmed for the reported fracture issue as no guidewire break was noted. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement, the tip of the guidewire was allegedly broken. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of port placement procedure, the tip of the guidewire was allegedly broken. The procedure was completed with another device. There was no patient contact.